Event description:
The patient had bilateral breast augmentation with silicone breast implants in 1984. In 1986 the patient developed chronic fatigue, arthralgias, myalgias, numbness and tignling in th stocking and glove distribution, short term memory loss. She also has had long term chest wall burning. A periprosthetic capsulectomy with removal of the implants was performed. The right implant was ruptured with free silicone and the left implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.